Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.

Event description:
Device malfunction: needle-to-cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in-training in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, when the needle plunger was removed, no suture was present. The device was removed over a guide wire and a second proglide was used to achieve hemostasis. There were no reported pt adverse effects. Though requested, no additional info was provided.